Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
Reportedly, in the night from (B)(6) 2017 to (B)(6) 2017, the 24h heart rate curve in aida showed a frequency of 0 beats per minute, while the device was programmed in vvir. No capture failure was found and the patient had no symptoms. Preliminary analysis revealed that the reported behavior is due to a communication error during the interrogation of the device.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, in the night (B)(6) 2017, the 24h heart rate curve in aida showed a frequency of 0 beats per minute, while the device was programmed in vvir. No capture failure was found and the patient had no symptoms. Preliminary analysis revealed that the reported behavior is due to a communication error during the interrogation of the device.